Event description:
It was reported that this pacemaker was explanted due to premature battery depletion (pbd). This pacemaker was replaced with the same model and will be returned for analysis. No additional adverse patient effects were reported.